Event description:
Caller reported alarm 2 followed by alarm 26, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to disconnect and take corrective actions, including replacing the pump with a one-time replacement by tandem. The customer agreed to use multiple daily injections as a backup therapy, understood the instructions for storage and return, and acknowledged the replacement process.